Event description:
A home pt's spouse contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 4/4 of her automated peritoneal dialysis therapy. Per initial report, the home pt had disconnected from the homechoice machine while sleeping. Baxter's technical svc ctr assisted the home pt in ending therapy. No pt injury or medical intervention was indicated at the time of incident per the home pt.